Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during insertion of the foley the nurse noted gross, bloody drainage from the urethral meatus. There was no urine return noted and the catheter balloon was not inflated during this time. The user attempted to flush the catheter with saline but it was difficult to flush. It was the opinion of the facility that the foley seemed to loop around and come back out of the penis resulting in extensive bleeding. The catheter was removed and it was found that the catheter was bent over at the anterior part near the tip of the catheter. A 20 fr. Coude catheter was inserted to stop the bleeding and tamponade the area. After insertion of the coude catheter blood tinged urine was noted. The surgeon recommended that the pt no longer use all silicone foley catheters and only use latex catheters, due to the hard coating on the silicone catheters which he felt contributed to the tear and blood of the prostate.